Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and an intermittently responsive keypad. The blood glucose reading was 292 mg/dl. No corrosion was noted but some white dust was found in the battery compartment. Upon troubleshooting, the display did return successfully. The customer stated that while trying to use the keypad, the buttons sometimes did not respond and were difficult to press. She stated that the issue had slowly progressed over time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump had intermittent button response due to moisture damage to keypad traces. No blank display noted during testing. The insulin pump was received with minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.